Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator incorrectly interpreted the patient's cardiac rhythm and delivered inappropriate shock. The device was reprogrammed. The patient was stable.